Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/noisy/alarm will not function. The key failure is the sieve is leaking. Associated malfunctions for this device: on/off switch no alarm, pilot valve overheating, heat exchanger leaking, filter clogged, compressor rattling.